Manufacturer narrative:
Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of the intraocular lens (iol), it was folded so that it creased and could not be implanted. There was no patient harm. The procedure was completed with an alternate iol. Additional information is not available from the reporting facility for this reported event.